Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Found that the v60 retaining screws would not screw into the (central processing unit) cpu tray or the base assembly. The manufacturer¿s field service engineer (fse) replaced the defective cpu tray and the base assembly to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit broke free of universal stand. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.